Event description:
Per bio-conduct study, sob, tachycardia, palpitations. Pt called and reported that he "just has not felt right since having pacemaker put in," and symptoms seem to be worsening. Ed precautions given to patient. Patient seeing cardiology np. Pt was seen in satellite clinic and januvia changed for jardiance. Sob still occurring but has been unable to make clinic appointment for device interrogation. It appears subject has seen pcp multiple times but still having issues at study exit. Patient states possible relation to multiples due to unable to properly diagnose.

Manufacturer narrative:
Biotronik submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Biotronik has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by biotronik, or its employees that the device, biotronik, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Biotronik will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.